Event description:
Procedure: sympathectomy and thoracoscopy - according to the reporter: during surgery, a part fell from the device in to the cavity. Extended the incision by 3 mm (from the 2 mm incision to 5 mm incision) and could retrieve the fallen part. Operating time extended: less than 30 min. Tissue damage: no. The procedure was completed with another device.

Manufacturer narrative:
(B) (4). (B) (4).